Event description:
Seeing a decrease in pt calcium values after the reagent has been on the analyzer for about two hours. The incorrect results have not been used to guide pt therapy. The account pours fresh reagent to rerun the samples.